Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked above and below the bumper pad. Unrelated to the original complaint, corrosion was observed inside the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated this time. A leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit. Unrelated to the original complaint, the display screen had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.